Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1019-0259-8673 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros amon result is a suboptimal calibration due to an analyzer issue. The parameters of the calibration were atypical when compared to the database values. It was determined that significant dust and debris were observed on the evaporation caps and within the cm/rt slots on the vitros 5600 system. The customer performed maintenance actions on the vitros 5600 system which included replacing the evaporation caps and cleaning the slots. Following maintenance actions, a new calibration was performed that had typical parameters and acceptable vitros amon results were obtained using the mas control fluids.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros amon result was obtained from a non-vitros mas quality control fluid processed using vitros chemistry products amon slides lot 1019-0259-8673 on a vitros 5600 integrated system. Mas alcohol/ammonia control lot 2304 l2 vitros amon result of 222.8 umol/l versus an expected result of 159.6 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon result was obtained when processing a control fluid. No results were reported out of the laboratory and the customer made no indication that patient sample results were affected or questioned. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).